Event description:
It was reported to boston scientific corporation that two overstitch suture cinches were used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the cinch failed to deploy due to detachment of the blue slider from the inner wire within the handle. The procedure was completed after manual deployment of the cinch. No patient complications were reported as a result of this event. This is the first of two overstitch suture cinches used in the same procedure.

Manufacturer narrative:
Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required.